Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain / pelvic pain') in a 35-year-old female patient who had essure (batch no. 628430) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included asthma, celiac disease, endometrial ablation, menorrhagia and dysmenorrhea. Previously administered products included for an unreported indication: paragard. Concurrent conditions included vaginal discharge abnormality, fibroids, migraine and polymenorrhoea. Concomitant products included ethinylestradiol;norethisterone acetate (loestrin) from (B)(6) 2009, etynodiol diacetate;ferrous fumarate;mestranol (agestin-ed) from (B)(6) 2009 and fentanyl. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced depression ("psychological or psychiatric problems condition: depression / psych injury related to essure") and anxiety ("psychological or psychiatric problems condition: mental anguish"). On (B)(6) 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia) / (heavy menstrual bleeding)"), 2 years 11 months after insertion of essure. On an unknown date, the patient experienced abdominal pain ("abdominal pain"). The patient was treated with surgery (total vaginal hysterectomy). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia and abdominal pain had resolved, the dysmenorrhoea had not resolved and the depression and anxiety outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: 12 coil on right , and no coils on left seen have you had your essure (or any part of the device) removed? No (discrepancy noted in pfs) received treatment for pelvic pain, abdominal pain, menorrhagia. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded.. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record; confirming- pelvic pain, menorrhagia. Lot number: 628430, manufacture date: 2008-11, expiration date: 2011-11. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-sep-2019: quality-safety evaluation of product technical complaint. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain / pelvic pain') in a 35-year-old female patient who had essure (batch no. 628430) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included asthma, celiac disease, endometrial ablation, menorrhagia and dysmenorrhea. Previously administered products included for prevent pregnancy: paraguard from 2007 to 2009; for an unreported indication: paragard. Concurrent conditions included vaginal discharge abnormality, fibroids, migraine and polymenorrhoea. Concomitant products included ibuprofen (motrin) for dysmenorrhea as well as ethinylestradiol;norethisterone acetate (loestrin) from (B)(6) 2009, etynodiol diacetate;ferrous fumarate;mestranol (agestin-ed) from (B)(6) 2009 and fentanyl. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea cramping"). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced depression ("psychological or psychiatric problems condition: depression / psych injury related to essure") and anxiety ("psychological or psychiatric problems condition: mental anguish"). On (B)(6) 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding vaginal") and menorrhagia ("abnormal bleeding (menorrhagia) / heavy menstrual bleeding"), 2 years 11 months after insertion of essure. On an unknown date, the patient experienced abdominal pain ("abdominal pain"), metrorrhagia ("metrorrhagia") and post procedural complication ("post procedural complication"). The patient was treated with surgery (total vaginal hysterectomy). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, abdominal pain and metrorrhagia had resolved, the dysmenorrhoea had not resolved and the depression, anxiety and post procedural complication outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, menorrhagia, metrorrhagia, pelvic pain, post procedural complication and vaginal haemorrhage to be related to essure. The reporter commented: 12 coil on right , and no coils on left seen. Have you had your essure (or any part of the device) removed? No (discrepancy noted in pfs). Received treatment for pelvic pain, abdominal pain, menorrhagia. Discrepancy in essure confirmation test. She received treatment for events pain and bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record; confirming- pelvic pain, menorrhagia. Lot number: 628430 , manufacture date: 2008-11, & expiration date: 2011-11 . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 5-may-2020: plaintiff fact sheet report received. On 07-jun-2012, she expanded essure (01-jan-2012).added event post procedural complication, metrorrhagia. Outcome of events metrorrhagia was updated as recovered. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain / pelvic pain') in a (B)(6) year-old female patient who had essure (batch no. 628430) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included asthma, celiac disease, endometrial ablation, menorrhagia and dysmenorrhea. Previously administered products included for an unreported indication: paragard. Concurrent conditions included vaginal discharge abnormality, fibroids, migraine and polymenorrhoea. Concomitant products included ethinylestradiol; norethisterone acetate (loestrin) from (B)(6) 2009 to (B)(6) 2009, ethynodiol diacetate; ferrous fumarate; mestranol (agestin-ed) from (B)(6) 2009 to (B)(6) 2009 and fentanyl. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). On (B)(6) 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"), 2 years 11 months after insertion of essure. The patient was treated with surgery (total vaginal hysterectomy). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain was resolving, the vaginal haemorrhage and menorrhagia had resolved, the dysmenorrhoea had not resolved and the depression and anxiety outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: 12 coil on right, and no coils on left seen. Have you had your essure (or any part of the device) removed? No (discrepancy noted in pfs). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record; confirming- pelvic pain, menorrhagia most recent follow-up information incorporated above includes: on 3-jul-2019: pfs was received. Reporter information was updated. New events: ¿abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), dysmenorrhea (cramping), psychological or psychiatric problems condition: depression, psychological or psychiatric problems condition: mental anguish¿, medical history and concomitant drugs were added. Incident: we received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain / pelvic pain') in a 35-year-old female patient who had essure (batch no. 628430) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included asthma, celiac disease, endometrial ablation, menorrhagia and dysmenorrhea. Previously administered products included for an unreported indication: paragard. Concurrent conditions included vaginal discharge abnormality, fibroids, migraine and polymenorrhoea. Concomitant products included ethinylestradiol;norethisterone acetate (loestrin) from (B)(6) 2009 to (B)(6) 2009, etynodiol diacetate;ferrous fumarate;mestranol (agestin-ed) from (B)(6) 2009 to (B)(6) 2009 and fentanyl. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced depression ("psychological or psychiatric problems condition: depression / psych injury related to essure") and anxiety ("psychological or psychiatric problems condition: mental anguish"). On (B)(6) 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia) / (heavy menstrual bleeding)"), 2 years 11 months after insertion of essure. On an unknown date, the patient experienced abdominal pain ("abdominal pain"). The patient was treated with surgery (total vaginal hysterectomy./ hysterectomy). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia and abdominal pain had resolved, the dysmenorrhoea had not resolved and the depression and anxiety outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: 12 coil on right , and no coils on left seen have you had your essure (or any part of the device) removed? No (discrepancy noted in pfs) received treatment for pelvic pain, abdominal pain, menorrhagia. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record; confirming- pelvic pain, menorrhagia. Most recent follow-up information incorporated above includes: on 3-sep-2019: pfs received: new event "abdominal pain " was added. Outcome of event " pelvic pain" was updated as " recovered/resolved". Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.